Event description:
Hill-rom received a report from the account stating the left and right side rails would not latch. The bed was located on 6 south at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail mechanisms were the issue. Per the hill-rom service manual: a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail mechanisms to resolve the issue. Based on this information, no further action is required.